Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of all conductors blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead exhibited high thresholds. During the replacement procedure, a second left ventricular lead implantation was attempted, but not successful because the lead could not achieve adequate placement. The lead was removed and not replaced. The chronic left ventricular lead is still in use. No patient complications were reported as a result of this event.